Event description:
Report received of an underdelivery. During testing by the user facility, the primary line of the device delivered a measured volume of 8ml-8.5ml instead of the expected 10ml. The secondary line of the device delivered a measured volume of 8ml-8.5ml instead of the expected 10ml. Delivery accuracy for this device requires delivery of +/-5% of the set amount. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional was provided.